Manufacturer narrative:
(B)(4). Batch # n57j2w. The analysis results showed that the tl60 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: for clarification, did the device lock out and not fire? It did not fire. It did not lock out. Or, was the firing trigger squeezed, but no staples were deployed? Correct. Was squeezed with nothing deployed.

Event description:
It was reported that during a radical cystectomy with neo bladder the stapler didn't fire any staples. The doctor opened and closed the device several times and the device still wouldn't fire any staples. A second like device was used to complete the procedure. There were no patient consequences reported.